Event description:
The patient reported that at the time of her pump replacement, the hcp determined there was a "catheter issue at pump connection site". The patient stated that for the first 3 weeks after receiving the new pump, she had improvement in pain control; however, it currently was at the level prior to pump replacement. The patient did report she had fallen 10-12 days after her replacement surgery. She fell forward and since then had noticed a decline in pain coverage, no new pain, just not as good coverage as first 3 weeks post replacement. The patient stated a study was done 3 weeks ago (date not reported); however, no issues were detected. The patient said the hcp had been increasing her doses, but she had reached the maximum dose and her pain was not covered. The patient was referred to her hcp for follow-up. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicate morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.